Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical records were provided and reviewed. Medical records alleged that the patient underwent port placement with ultrasound and fluoroscopic guidance. Procedure was completed and confirmed with fluoroscopy and the port flushed and aspirated easily. Approximately forty-six days later patient underwent ultrasound right upper extremity venous duplex study. The study showed port-a-cath within the right jugular vein with surrounding occlusive thrombus. Approximately after five months twenty-one days post duplex study patient underwent port-a-cath injection of dye for port dysfunction. The study showed that the subtotal occlusion of the right brachiocephalic vein and port removal was necessary. Same day patient underwent port removal procedure for central vein occlusion related to the right sided port. Port was removed. Upon fluoroscopic evaluation and manual inspection, it was found be intact. The pocket was irrigated with bacitracin solution and closed with sutures. Therefore, the investigation is confirmed for the reported thrombosis. Based upon available information, the definitive root cause was unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 07/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately one month and sixteen days post port placement procedure, the patient allegedly developed with thrombosis. It was further reported that the port was removed. However, the current status of the patient was unknown.

Event description:
It was reported through litigation process that approximately one month and sixteen days post port placement procedure, the patient allegedly developed with thrombosis. It was further reported that the port was removed. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2023) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.